Event description:
The pt was able to hear with the device only when pressure was applied to an area behind the ear. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.